Event description:
It was reported the back case was damaged. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer and battery drawer o-ring are contaminated. Lower case is damaged. Upper case, side bail covers, and ring cover are broken. High rate cover, side bails, and ring are missing.